Manufacturer narrative:
One (1) poole suction with 10' tubing was returned for evaluation of "insufficient heatseal." A visual inspection revealed a wrinkle on the production seal area. After performing dye leak testing it was confirmed that the wrinkle created a channel resulting in a breach of sterility, therefore this complaint is confirmed. An investigation has been initiated to determine the cause of this reported issue. This device was manufactured 21-october-2015. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) units only this one complaint has been received for this lot product and event description. A 2-year review of device family history revealed 4 complaints involving 6 devices for evaluation of "insufficient heatseal." During this same 2-year time frame over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. The reported packaging anomalies were obvious to the distributor, prompting return of the devices for evaluation. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was completely open and would prompt the end-user to discard and obtain a sterile package. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(6), one (1) poole suction instrument with 10' tubing, was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.